Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. H3 other text : device not returned

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Reportedly the customer is using u500 insulin. Tandem technical support informed customer that u500 is off label per the user guide. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.